Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one handle and one adapter opened by the account. No visual abnormalities were noted for the handle or adapter. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 32 autoclave cycles for the handle. Drive motor error codes were displayed in the eeprom. The eeprom was uploaded and indicated 32 autoclave cycles for the adapter. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The isi pin location was checked and found to be at the center. The center rod orientation was checked and was found to be assembled properly. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the handle. The handle did not appear to calibrate. A green blinking was displayed above the handle status light. Solid blue lights were displayed. Another eeprom was taken and the drive motor error codes were observed. The adapter was inserted onto a pmv representative handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. A pmv reload was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated clockwise in increments of forty-five degrees and fully articulated left and right each time to detect an out of round sulu load ring but the reload detect led did not turn off indicating that the software recognized the presence of a reload the entire time. The pmv reload was then cycled without hesitation or binding. The adapter was disassembled and positive contact was made with the switch. The reload detect led did illuminate as expected. Brown residue was noted inside of the adapter. Engineering then disassembled the handle for troubleshooting and no abnormalities were found. However, similar failure modes have been identified with relation to intermittent connections on the hand soldered motor traces of the bldc board. A product enhancement has been initiated for the handle circuit board secondary conditions not related to the reported condition were noted. The observed eeprom error codes were most likely caused by an internal break in connection on the bldc board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. The observed residue can be the result of the adapter being improperly cleaned. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a wedge resection, a reload recognition failure occurred. A manual handle was used to continue to case with no issues. No reinforcement material was used. There was no injury, delay, or adverse event reported.